Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 28-feb-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 08-sep-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced cardiac perforation, cardiac tamponade and cardiac arrest, post contrast deployment. The leadless ipg system and its delivery system (delsys) were attempted/not used and abandoned. The patient's chest was opened and a repair procedure ensued. No further patient complications have been reported as a result of this event.